Event description:
It was reported that during da vinci-assisted oophorectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that they experienced a fault with universal surgical manipulator (usm1). Tse viewed system status and noted error 307. The customer was in the middle of rebooting when they called in. The system came up with error 319 following reboot. The customer disabled usm1 and continued with the other three usms. Tse informed customer that table motion would not be available. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1). System tested and verified as ready for use. Isi has received the usm with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported failure (errors 319/307) was confirmed and replicated. The unit was tested on an in-house system and failed in normal mode as error 319 was triggered. The unit was also tested on a psc fixture test platform (pftp) and failed the fiber test on the rolling loop. The rolling loop fiber was swapped with a new one and the error went away. The original rolling loop fiber was reconnected, and the error returned. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.